Manufacturer narrative:
The actual sample was received for evaluation. The returned unit was labeled for single use. A visual inspection was performed and noted a residue on the outside and partly inside of the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that purple colored contaminant was observed on the tip of the spike of an exactamix non-vented high volume inlet. This was discovered before patient use. There was no patient involvement. No additional information is available.